Event description:
It was reported that the user performed a factory reset of the ilet due to concerns about a maladapted algorithm and had been pausing insulin delivery when trending down; they later sought clarification on meal announcements and were instructed to wait four hours between announcements while the pump was in the learning stage. Symptoms included hyperglycemia followed by hypoglycemia, with glucose reportedly rising to 267 mg/dl and then dropping to 67 mg/dl, and there were no other clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, the device problem could not be further characterized due to insufficient information, and no device component could be identified for evaluation. It was concluded, based on previously established findings for similar reports, that the cause was not established.